Event description:
It was reported that the right ventricular lead had a complete fracture visible on fluoroscopy. The lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had a complete fracture visible on fluoroscopy. The lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.